Manufacturer narrative:
Conclusion: the faulty potentiometer was replaced and the system is within operational specifications. There were no mistreatments reported during the event.

Event description:
The customer reports the linac head rotates after the beam has started. The radiographers have been noticing the head rotating and interrupting the beam.